Manufacturer narrative:
Updated data: b.3: date of event d.6a: implanted date: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported a control transesophageal echocardiogram (tee) demonstrated the left coronary pock et or leaflet was less mobile than the other 2 pockets or leaflets with a peak systolic pressure maximum of 42mmhg. No thrombus was seen on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 3 months later, a follow-up echocardiogram (echo) discovered a pressure maximum of 23mmhg and a mean gradient of 15mmhg. It was also reported that there was no aortic insufficiency present and the valve was functioning normally. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported a control transesophageal echocardiogram (tee) demonstrated the left coronary pock et or leaflet was less mobile than the other 2 pockets or leaflets with a peak systolic pressure maximum of 42mmhg. No thrombus was seen on the device. No additional adverse patient effects were reported.

Event description:
It was reported that during the echocardiogram, it was observed that a valve leaflet did not open properly. The patient is doing well and has been discharged but is to be closely monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.